Manufacturer narrative:
Concomitant medical products: 5054-58 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced recurrent atrial fibrillation (af) and possible relationship to the programming of the implantable pulse generator (ipg) was suspected. It was reported that the patient passed away. Additional information related to the cause of death was requested and is not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient, antemortem, that they experienced dizziness, lightheadedness and presyncope possibly related to device programming as alteration of heart rate may have caused symptoms. The patient is a participant in the remodeling the left ventricle with atrial modulated pacing (revamp) study.